Event description:
Tandem's customer reported a cartridge alarm during the loading process of the pump. There was no adverse impact on the customer¿s blood glucose level. The customer followed instructions to deliver a bolus after removing the cartridge but initially failed to reload and resume insulin therapy. With assistance, the customer loaded a new cartridge and successfully resumed therapy. However pump was replaced due to intermittent alarms previously.